Event description:
It was reported to boston scientific corporation in 2006, that a jagwire guidewire was used in a endoscopic retrograde cholangiopancreatography procedure (ercp) in 2006, (patient age, gender and weight are unknown). According to the complainant, while the jagwire was being used in a procedure, the hydrophilic tip of the device peeled off. No patient complications were reported as a result of this event. The patient's condition was reported to be satisfactory.

Manufacturer narrative:
Visual evaluation revealed a 1 cm portion of the pebax was missing, exposing the core wire. The pebax appeared to be severed. The evidence presented by the device suggests procedural or possibly clinical factors may have contributed to the event. The cause of the malfunction could not be determined.